Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that the patient experienced fluid in the pocket and had a leak in the catheter at the old straight connector of the catheter. A pocket revision was done in 2009. The pt was readmitted to the hosp three days later, following the revision surgery for lethargy. The pump rate was then decreased. The medication being delivered via the device system was baclofen. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Event description:
It was reported that during a rectum procedure, instrument did cut completely but the staples were misformed. No further information is available. Another device was used to complete the procedure. There were no adverse consequences for the patient. Additional information received on 12/22/2009: after firing the surgeon found that the anastomosis was leaking. He did a new resection, took a new cdh and everything was fine. No consequences for the patient.

Manufacturer narrative:
(B)(4). (B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality, the device fired and completely cut the test media and the breakaway washer without incident; however, four staples were noted to be not fully formed, due to the alignment between the anvil and the casing. A batch record review was performed and no anomalies were found during the manufacturing process. Radial misalignment.